Event description:
Customer reported that hosp clinical chemistry laboratory had determined that sodium concentration was higher than expected in a neonatal total parenteral nutrition solution compounded by the unit. The infant had a seizure and was hyponatremic. Arrangements are being made to send the unit to product services for evaluation.